Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was 41 mg/dl. Customer's blood glucose level went as high as 300 mg/dl. Customer declined to speak to the 24 hour helpline.